Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was able to be implanted in an optimal position. While removing the ds, one of the retainer tabs was observed to have attached with the valve and the valve migrated to the aorta. The device was pulled above the coronaries and a second 25mm navitor vison valve was implanted in an optimal position. During the deflation of post-implant balloon aortic valvuloplasty (post-bav), the second valve also migrated into the aorta. It was performed using a 23mm, non-abbott balloon. A third 25mm, navitor was able to be implanted in an optimal position. The patient became hypotensive which was managed with intubation and no clinically significant delay reported. The patient had an extended hospitalization. The patient was extubated and in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Based on additional information received, it was determined that following implantation of the first valve, the patient became hypotensive and required intubation. Therefore, the event was determined to be associated with the first valve rather than the third valve. There were no malfunctions or serious injuries associated with the third implanted navitor valve. The patient effects are captured in report 2135147-2026-01592.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was able to be implanted in an optimal position. While removing the ds, one of the retainer tabs was observed to have attached with the valve and the valve migrated to the aorta. While pulling the device above the coronaries, the patient became hypotensive and managed by intubation. A second 25mm navitor vison valve was implanted in an optimal position, and it was reported that the second valve was implanted inside the index valve. During the deflation of post-implant balloon aortic valvuloplasty (post-bav), the second valve also migrated into the aorta. It was performed using a 23mm, non-abbott balloon. A third 25mm, navitor was able to be implanted in an optimal position, and it was reported that the third valve implanted inside the second valve; no clinically significant delay reported. The patient had an extended hospitalization. The patient was extubated and in a stable condition.